Manufacturer narrative:
Pump received with the three heat stake post broken on the battery cap noted. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with partially broken retainer and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high and low blood glucose values. Customer's blood glucose values were 560mg/dl and 53mg/dl. Customer drank the juice from the fruit cups for the low and treated the high with the insulin pump. Customer declined to troubleshoot. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.